Event description:
It was reported by service report that the brake and steer were not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam. Z-219-08. Manufacturer's investigation is still ongoing. If additional information is received, a follow-up report may be submitted.